Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 1250 mg/dl. Prior to the event, the customer was not checking his blood glucose levels very often, and he had not completed the manual prime when he changed the infusion set. Troubleshooting was performed, and the insulin pump was programmed correctly. However, the daily totals did not match with the bolus and basal rate delivery totals. Also, it was reported that the customer was having problems with the quick release portion of the infusion set, which may have contributed to the event. Advised the caller that the insulin pump would be replaced due to the discrepancy with the daily totals. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.